Event description:
It was reported that cgm displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and after reset pump no longer displayed cgm error.